Manufacturer narrative:
A field service representative performed testing and investigation on (B)(4) 2014 at the user facility. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device had unrestricted flow when the door was opened. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.